Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips requesting eval of this defibrillator. They reported that they were able to achieve electrical pacing capture but not mechanical pacing capture on the pt. No impact to pt.